Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had a misfiring issue. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two severely bent grip, causing misalignment of the grip-tips. There was a 0.81 mm offset at the tips. The grips were not found to have cracking damage. The complaint regarding misfiring issue was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.